Event description:
It was reported by the patient that the pump is defective according to a message on the screen. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation; and therefore, root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.